Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer inspected the system onsite and confirmed the issue. After reviewing the log, it is found the system shutdown signal was intermittently sent to the suite pc. Upon troubleshooting, fse determined a malfunctioning pdu control module. To resolve the issue, the fse replaced the pdu control module. After that replacement, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system intermittently powered off, which could indicate issues with booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.